Event description:
It was reported that a patient underwent a procedure using an interspinous spacer to treat lumbar canal stenosis at l4/5. It was re ported that the patient complained of "worsening symptom in the right lower extremity" approximately one month post-operatively. The patient reportedly developed recurrence of pain 50 days post-op and, as a result, an additional surgery to remove the implant was performed. According to the report "the surgeon commented that the event was not related to the interspinous spacer due to patient factor". No other patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.